Event description:
A pt reported experiencing inaccurate erratic results with a lifescan meter. The pt's blood glucose results were 167, 106 mg/dl. Tests were done within 10 minutes with a difference of 40%. Pt did not experience any adverse events. No further info has been reported.